Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door latching problems which was reproduced when a load set alarm occurred at power up, and after loading a set and closing the door a door not fully latched alarm occurred. The symptom was confirmed by multiple events of ¿door jammed!¿ messages found through a review of the event history log. The reported symptom was found to be caused by a loose upper link screw. The link screws were replaced. (B)(4).

Event description:
It was reported that a spectrum pump had door latching problems. Any patient involvement, injury or medical intervention is unknown.